Event description:
The customer reported, that the ventilator failed while it was connected to a pt. Two error codes indicating disabled valves and breathing node disconnected were generated. On restarting the ventilator, an error code indicating breathing node connection timeout was generated. The unit was disconnected from the pt and taken out service.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.